Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The motor error alarm occurred during rewind due to detached end cap causing the home switch to misalign with the motor slide pad. No further testing could be performed due to motor error alarm. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and broken battery tube threads.

Event description:
The customer reported that they filled the reservoir and the tubing before connecting and the piston was coming out from the bottom of the insulin pump. The device kept making them to go through the rewind process. The customer stated that while they were on hold, on the phone, they removed and reinserted the battery and the insulin pump alarmed motor error and battery failed test. The customer's blood glucose was 145 mg/dl. While on the phone and trying to troubleshoot the issue, the customer stated that the insulin pump alarmed another error. The drive support cap was sticking out. The customer was connected to the insulin pump but had not pressed the drive support cap. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.